Manufacturer narrative:
(B)(4): evaluation: results: (cva/stroke). Conclusion - no conclusion can be drawn.

Event description:
The patient had an endeavor drug eluting stent implanted during the day of the index procedure. Approximately 4 years from the index procedure and while being hospitalized for renal failure, the patient had a neurological consultation after presenting with slurred speech. It was reported that the patient was determined to have a cva. The investigator reported that this event had no relationship with the study device.